Event description:
It was reported that pump screen was completely black with a white line, which prevented customer from viewing or interacting with pump display. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump, relied on mobile app and an alternate method if necessary, and was advised to program pump settings and connect continuous glucose monitor to replacement pump.